Event description:
It was reported that when using the bd pyxis¿ es server the login account was locked.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login account was locked. A technical support specialist (tss) ran a query based on the knowledge article medes bd employee account stuck locked out in database. The tss verified that their own account showed no lock or delete flags and confirmed successful login to the pyxis webpage, while checks for the affected account returned blank results. It was identified that the issue began after unrestricted user management was enabled. As per the knowledge article bd account unable to login unrestricted user management flag turned on for user profile, the condition was not reversible. Confirmation with the product support engineer provided no new updates. The findings were communicated to the customer, and the case was closed. The tss closed the case.